Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in israel. It was reported that the error message head error occurred on the rotaflow console and drive. No more information provided. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in israel. It was reported that the error message ¿head error¿ occurred on the rotaflow console and drive during the control of the device. No harm to any person has been reported. The affected rotaflow console (rfc) with s/n (B)(6) and the rotaflow drive (rfd) with s/n (B)(6) was investigated by the getinge service department and the rfd was detected as defective and needs to be repaired by the supplier. In relation to the reported "head error" no parts has been replaced on the rfc. As part of the service the battery pack with fuse (article number 70101.7188) has been replaced. On 2023-02-02 the supplier (B)(4) was able to reproduce the reported failure "head error" and the root cause could be determined as misuse of the device, which lead to a damage of the electronic parts. These parts were replaced by the supplier. After functional test at the getinge service department on 2023-02-09 the device was sent back to the user. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported failure "head error" could be confirmed. Rotaflow console: the review of the non-conformities was performed on 2022-0909 and during the period of 2020-06-01 to 2022-09-09 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in 2020-06-01. Rotaflow drive: the review of the non-conformities was performed on 2022-0909 and during the period of 2020-06-08 to 2022-09-09 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive with s/n (B)(6) was produced in 2020-06-08. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).